Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Bsx provided the following information: it was reported that this patient`s rv lead exhibited high out of range pace impedance measurements that triggered the lead safety switch. The patient did have a two second run of oversensing on a stored strip from (B)(6) 2016. The patient did not have any adverse events with the two second pause and could not remember the event when given the date and time. That being said, the noise was not reproducible with isometrics but they were able to reproduce the high impedance when she manipulate her arm. The high impedance was in bipolar. The ep, did not have her repeat the chest x-ray, but did discuss with the patient about turning off the v-lead and making the device aair, and that is what they decided to do for the time being. The patient has prolonged but intact av conduction and does not use the pacemaker at all in the ventricle. The device will be checked remotely in one week. Again, there are no adverse patient effects or issues at this time.